Event description:
It was reported that a cartridge alarm occurred during basal delivery with multiple cartridges. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.